Event description:
Date of implant: 2006. It was reported that the "screw head popped off." Patient underwent revision surgery for explantation of implant approximately 2 1/2 weeks post-op. No patient complications reported.

Manufacturer narrative:
Device has not been returned to MFR, therefore product evaluation is not possible at this time. Unable to determine the cause of the event.